Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s insulin delivery stopped after the reservoir ran out, resulting in no insulin since the morning and a reported blood glucose over 400 mg/dl; the user was on a cannula-based infusion set and, with guidance, completed a supply change and resumed insulin delivery. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included restoration of therapy after troubleshooting without hospitalization. Investigation included remote troubleshooting and user guidance on infusion set and supply replacement. Investigation of this case revealed interruption of insulin delivery due to depletion of insulin supplies, with the device resuming intended function after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was use-related depletion of consumables leading to temporary loss of therapy.